Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed continuity resistance test. The sensor passed per specifications and performed bicarbonate buffer test. The sensor passed with accurate readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer indicated via phone call that they had fluctuating high and low blood glucose and sensor glucose. Customer indicated that they had a sensor glucose level of 132 and a blood glucose of 240 mg/dl and the blood glucose reading is not accurate. Customer does not recall any significant events leading to the range discrepancy. Partial troubleshooting was done for sugar glucose and blood glucose differences but customer declined troubleshooting further. Customer was advised that the sensors would be replaced.